Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's compression module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was stuck. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.